Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening and broken device assessed as surgical damage also observed missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device.